Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide "was ravel" during use. No patient harm reported. A new spring wire guide was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly and product lidstock for evaluation. The guide wire was unraveled and showed signs of use. The distal j-bend was misshapen but intact. Visual examination revealed the guide wire is unraveled from the proximal weld and is kinked/distorted in several locations along the body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. Both welds were present and appeared full and spherical. The major kinks in the guide wire body were measured at 218mm, 277mm, and 374mm from the distal tip. When doing dimensional testing, the proximal end of the core wire became exposed out of the coil wire. The broken core wire measured 680mm in length which is within the specification of 678 - 688mm per guide wire product drawing. The outer diameter of the guide wire measured 0.850mm which is within the outer diameter specification of 0.838 - 0.877 mm per guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the distal weld was intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire met all dimensional requirements, and no manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide "was ravel" during use. No patient harm reported. A new spring wire guide was used. The patient's condition is reported as fine.